Event description:
It was reported that (1) tsw45 was used during a lap appendectomy procedure. It was reported by the rep that the surgeon stated after they fired an ets vascular stapler across the appendicular artery, it was non-hemostatic (it bled). It is unk how the case was complete. There was no consequence to pt.